Event description:
The patient was admitted on (B)(6) 2014 due to fluid overload and shortness of breath. Per the nurse, there was no reportable device malfunction, no issue pertaining to infection or issues with the catheter. He was assessed as having an unknown amount of excess fluid. The nurse stated the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy while in the hospital, thus no treatments were missed. The patient was discharged from the hospital on an unknown date, and his signs and symptoms of fluid volume overload resolved. The patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.